Event description:
Additional information reported that the tests performed at the hospital didn¿t reproduce the reported problems. At the time the reporter was told about the issue, the voltage was unusually low, and it was suspected that it could not make any beneficial or adverse effect, but the patient was reluctant to collaborate and didn¿t let the reporter make any change in parameters or perform any test (other than impedances or battery tests). The ins (implantable neurostimulator) was replaced and there had been no other complaints or requests by the physician nor the patient.

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found it functionally okay with insignificant anomalies. The device functioned properly throughout analysis testing. It was tested with a known good patient programmer and output increased and decreased appropriately at each click of the button. The programmer gave the appropriate three beeps when it reached the upper and lower limits.

Event description:
It was reported that the patient used the patient programmer and ¿counted beeps¿ to obtain the voltage that they were being stimulated. From one time to another, the patient found voltage at a different level than they left. The same issue was reported using a different patient programmer. It was noted that tests with the patient programmer were performed at the hospital without finding any issue. Telemetry, impedance, and battery level were measured and had ¿any issue.¿ it was noted that the device was explanted and replaced. Symptoms associated with the event included ¿altered mental state¿ at the left and right side implant. The feeling of ¿uncontrol over stimulation parameters¿ made the patient feel uncomfortable. The anxiety described by the patient was produced with stimulation of both sides at 0.2v. The healthcare professional (hcp) was unable to determine if the feeling was caused by the stimulation or the patient¿s obsessive compulsive disorder. It was noted that there was a loss of stimulation and therapeutic effect. It was further noted that troubleshooting included reprogramming.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.